Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and an obturator sling and ams elevate were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent mesh revision/removal on (B)(6) 2010, (B)(6) 2011, and (B)(6) 2011 due to pop, urinary incontinence, vaginal vault prolapse, and erosion. It was reported that following insertion the patient experienced infection, urinary problems, and recurrence. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with diagnostic cystoscopy, evacuation of pelvic hematoma and suture litigation of venous bleeding sites due to hematuria following pelvic reconstructive surgery. It was reported that the patient also underwent abdominal sacrocolpopexy, posterior repair, perineoplasty, diagnostic cystoscopy, and (ams) tvt y graft intepro implant on (B)(6) 2010 due to vaginal vault prolapse. No additional information has been provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, urinary frequency, dysuria, urgency and vaginal discharge. (B)(4).